Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. No unexpected blank display or restart noted. The insulin pump had minor scratched liquid crystal display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
It was reported the customer was unable to prime their insulin pump. Customer stated there was a compromised force sensor system alarm on their insulin pump. Customer also stated they had to restart their insulin pump every time to rewind and prime. Customer was advised to replace their insulin pump. No additional information provided.